Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing pod on the arm for approximately 4 and 24 hours prior to seeking medical attention. After consuming a snack before bed, the patient's blood glucose (bg) levels rose to 500s. Patient fell asleep and experienced multiple episodes of vomiting overnight. By morning, the patient was unable to tolerate oral intake, prompting a visit to the emergency room (ER). At the ER, the patient presented with symptoms of vomiting, shakiness, lethargy, weakness, high bg levels (confirmed in the 600s) and large ketones. Patient was diagnosed with diabetic ketoacidosis, and received treatment consisting of intravenous insulin, fluids and anti-nausea medication. The hospital visit lasted a few hours, and the patient was discharged the same day. The hospital determined that the pod was not delivering insulin properly. The patient was unable to confirm whether the cannula was properly inserted during wear.